Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was diagnosed with endophthalmitis of the right eye after implantation of an intraocular lens (iol). Patient was reported to be improving after medication was prescribed. The intraocular lens (iol) is still implanted. No additional information was obtained.